Event description:
Consumer called to report getting erratic results from their bd logic meter. Analysis run on clark error grid using mean avg. Reading (142) as ref. Point vs. Bd readings of 20,253 yielded data points in the c zone of the grid, outside of acceptable limits.